Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to the emergency room with muscle stimulation. A few days later, the patient presented to a different hospital for a device check. Upon review, failure to capture and failure to sense were observed on the right ventricular lead. The physician elected to do a lead revision. Subsequently, preoperative fluoroscopy showed the lead had dislodged and pulled back above the right atrium. The physician attempted to reposition the lead but the helix would not extend. The lead was explanted and replaced. The patient was asymptomatic during the procedure. In the recovery room the patient complained of chest discomfort. The patient was checked again in two hours and was in stable condition.

Manufacturer narrative:
Correction needed to report UDI number.